Event description:
It was reported that the balloon ruptured inside the patient. The physician had placed the balloon in an area of high density plaque in the proximal internal carotid artery which he believes may have contributed to the balloon rupture. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the catheter shaft was severely kinked at 3.5 cm, 30 cm, 49.5 cm, 65 cm, and 73 cm from its proximal end. It was also severely compressed at several places along its length. The catheter shaft was examined along its length and it was found to be deformed, compressed and slightly wrinkled on several places along its length. In addition the catheter shaft distal lumen was compressed. The balloon was examined under magnification and it was observed that the balloon was found with a perforation/hole. The balloon bonds were inspected and found intact. Microscopic inspection of the balloon revealed that the balloon was slightly stretched back distally and proximally. During functional analysis, attempts were made to inflate the balloon; however, the balloon failed to inflate due to the perforation/hole that was noted. Additional information received indicated that the balloon ruptured when it was placed in an area of high plaque density. Based on the investigation and the information available, it is likely that anatomical factors were the most likely cause of the reported event. Therefore, a root cause of operational context has been assigned to this event.

Event description:
It was reported that the balloon ruptured inside the patient. The physician had placed the balloon in an area of high density plaque in the proximal internal carotid artery which he believes may have contributed to the ballon rupture. There were no clinical consequences to the patient.